Event description:
During testing, the device was reported to charge up past 360 joules and "kept charging" initially. Later on, the device failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control followed up with the reporter who informed that she was not aware of when the device will be repaired. The device has not been returned to physio-control for evaluation and repair. Physio is unable to further investigate the reported issue and determine the cause for the reported failure.

Manufacturer narrative:
Follow up with the caller found that the reporter isolated the cause for the reported issue to be the therapy pcb assembly. The reporter replaced the therapy pcb assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.